Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.

Manufacturer narrative:
The initial medwatch was submitted inadvertently. As the report was submitted via mfg report#: 3013756811-2022-134239.